Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter cut into three segments was returned for evaluation. An initial visual observation showed use residue throughout the sample. An s-shaped split was observed in the proximal segment of the catheter near the 51 cm depth marker. A large amount of blood residue was observed within both the proximal and distal valves of the distal segment. Tensile weakness was observed between the 49 cm and 52 cm depth markers. An attempt was made to flush the three segments of the catheter with a 12 ml syringe of water and both lumens of the distal segment as well as the distal lumen of the middle segment were found to be occluded. A spraying leak was observed emanating from the split when the distal (white) lumen was flushed and the distal portion of the distal lumen past the split was observed to be occluded. A microscopic observation revealed the edges of the s-shaped split were slightly rounded and tapered and the surface texture was observed to be smooth and granular, which is typical of tearing failures. The shape, location, and characteristics of the split as well as the location and amount of blood residue observed within the distal lumen are evidence of a burst failure due to over-pressurization. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures.

Event description:
It was reported that air was found in the blood during the blood sampling. The catheter was removed from the patient and a crack was found approximately 5cm from the connection between the catheter and the connector. There was no abnormality found during flush before the blood sampling. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that air was found in the blood during the blood sampling. The catheter was removed from the patient and a crack was found approximately 5cm from the connection between the catheter and the connector. There was no abnormality found during flush before the blood sampling. No patient injury was reported.